Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. The pump was restarted but the pump alarmed again, and it would not run. The settings were reviewed, the pump was turned off and tubing was clamped. The cassette was removed, tubing was massaged while pressing green flow stop down and at this time some air bubbles were noticed in the cassette tubing. The cassette was tapped on a hard surface and attached again. Pump was turned on, settings were reviewed and upon restart the alarmed returned. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.